Event description:
The pt underwent implantaton of a synchromed pump and catheter in 1996 for intrathecal infusion of medication for non-malignant pain.in 2000, the pt underwent explantation of the pump after a refill procedure revealed the volume remaining in the pump reservoir was greater than expected, although a catheter contrast study and two pump fluoroscopy studies were normal. The pump was returned to the MFR for analysis. The pt underwent implantation of another medtronic pump on the same day 1/19/2000.